Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite¿ with capio slim was used during a sacrospinous ligament fixation performed on (B)(6) 2018. According to the complainant, during the procedure, during deployment of the first leg of the mesh into the left sacrospinous ligament of the patient, the needle detached cleanly from the suture and was left in the patient's tissue. The procedure was completed with another uphold¿ lite. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Examination of the returned uphold lite revealed that the blue dilator was detached and was cut. The detached portion was returned. The dart was attached to the suture on the blue dilator. The dart was attached to the suture on the blue with white stripe dilator. Analysis also revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the assigned complaint investigation conclusion code for this event is not confirmed - returned. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation performed on (B)(6) 2018. According to the complainant, during the procedure, during deployment of the first leg of the mesh into the left sacrospinous ligament of the patient, the needle detached cleanly from the suture and was left in the patient's tissue. The procedure was completed with another uphold lite. The patient's condition at the conclusion of the procedure was reported to be stable.